Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was feeling thumping in the chest especially while laying down. Follow up was conducted at the patient's clinic and the clinic confirmed the patient was experiencing diaphragmatic stimulation due to the left ventricular (lv) lead. The device was reprogrammed and the lv lead remains in use. No further patient complications have been reported as a result of this event.